Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported recognition failure of rfid during a procedure. The cut rate changed to 2500 cuts per minute, and the color of the led was blue. The cutter was reconnected and the issue resolved. The case was completed without harm to the patient.